Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, the event may have been caused by hemodynamic changes. The patient received medication which was reported to have to have resolved the event. This event is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00422, 2029214-2017-00423, 2029214-2017-00424, 2029214-2017-00425, 2029214-2017-00426, 2029214-2017-00427.

Event description:
Citation: embolization of arteriovenous malformations with onyx: clinicopathological experience in 23 patients. Reza jahan, m.d., yuichi murayama, m.d., y. Pierre gobin. Neurosurgery. Medtronic received the following report: transient neurological deterioration after embolization. The patient presented with right hemianopia and was found to have a left posterior temporoparietal arteriovenous malformation (avm). She underwent a two-stage embolization of the avm. 24 hours after the second procedure, she was found to be somnolent. An emergent computed tomographic scan of the b rain was obtained but revealed no acute hemorrhage. Edema was noted in the occipital and temporal lobes surrounding the avm, however. The patient¿s edema was thought to be vasogenic edema related to delayed thrombosis of a draining vein of the avm. Because the draining veins were open at the end of the procedure, the thrombosis was presumed to have developed because of reduction in flow through the enlarged draining veins. Stagnant flow resulted in thrombosis of one or several of the veins. The patient was prescribed dexamethasone and transferred to the intensive care unit for observation. The next day, she showed significant improvement in mental status and was transferred to the floor. She was continued tapering doses of dexamethasone and was discharged to home in good condition 4 days after the second embolization procedure. One month later, she underwent stereotactic radiosurgery of the avm without complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.